Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained blood glucose results of 127 and 60mg/dl with the subject meter over 20 minutes from one another. The patient manages their diabetes by self-adjusting their insulin dosage based on subject meter readings and denied making any changes to their normal diabetes management regimen as a result of the alleged inaccuracy. The patient stated that 36 hours later they developed the symptoms of pale, sweating and nausea, symptoms which were associated with hypoglycemia. At 8pm on (B)(6) 2016 the patient was taken to the emergency room (e.r) where they were given glucose tablets and/or gel by a healthcare professional (hcp). The patient also had their blood glucose measured on an e.r device at this time and blood glucose results of 60, 190 and 124mg/dl were obtained at 8:30pm and then 2-3 hours later respectively. At the time of troubleshooting the cca noted that the results which were obtained were obtained greater than 20 minutes from each other. The unit of measure was set correctly on the subject meter and an approved sample site was also used. The patient's device was replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the meter readings obtained do not exceed lfs accuracy criteria due to the time difference between the readings, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began and subsequently required hcp treatment for this injury.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.